Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 7:00pm, the patient heard the cgm alarm go off, indicating low blood sugar levels (displaying 45 mg/dl). She quickly ate cereal, a banana, and drank orange juice to treat the low blood sugar. After a few minutes, her blood sugar remained low on the cgm. She did not have a glucometer to manually test her blood glucose. She felt uneasy and sweaty. She had already been vomiting, so she decided to call for an ambulance. She stayed in the hospital for a few hours and was treated with ondansetron 4 mg. She was discharged the same day. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.